Event description:
The patient reported two incidents in which his infusion headset did not properly adhere causing the headset to come loose which resulted in elevated blood glucose levels. In 2007, the patient stated he had a blood glucose reading of 390 mg/dl and two days later, a blood glucose reading of 312 mg/dl with his normal reading being 110 mg/dl. He stated he discovered his elevated levels during routine testing and his symptoms were thirst and shakiness. He said he changed his infusion sets, and bolused insulin through his insulin infusion device to correct his blood glucose levels. During troubleshooting, the patient stated he changes his headset twice per week. The patient was advised to change his headset every 3 days. On follow up, the patient said he is doing very well now. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.